Event description:
The customer reported that bleeding occurred after the surgeon sealed and cut. It is unk whether or not an endtone, indicating a completed seal cycle, was heard. The device had been cleaned regularly throughout the procedure. Another device was opened to complete the procedure. The pt outcome is unk.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.